Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. A pump analysis was requested due to a suspected pump thrombus. No further information was provided.

Event description:
It was later reported that the patient had elevated lactate dehydrogenase (ldh), was in heart failure, and was previously admitted for a bivalrudin drip. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section d10: correction section d4, h4: additional information manufacturer's investigation conclusion: evaluation of vad-15638 could not confirm the presence of thrombus in the pump. Furthermore, a correlation between the heartmate ii lvas and the reported elevated ldh, heart failure, and suspected thrombus could not be conclusively established through this evaluation. Vad-15638 was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. The pump appeared to have been exposed to a fixative agent following explant. Evaluation of the inflow and outflow conduits revealed no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of vad-15638, visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.